Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for essure confirmation test". The patient's previously administered products included for an unreported indication: vatrex from 2008 to 2010, yaz and norethridone. Concomitant products included dapsone (B)(6) 2017 to (B)(6) 2018, doxycycline since (B)(6) 2015, ethinylestradiol; ferrous fumarate; norethisterone (generess fe) from (B)(6) 2013, ethinylestradiol; norethisterone acetate (loestrin) since 2006 to (B)(6) 2013, fluoxetine since (B)(6) 2017, hydrocodone bitartrate; paracetamol (vicodin), mirtazapine (reflex) from (B)(6) 2015 to (B)(6) 2016, mupirocin since (B)(6) 2015, spironolactone from (B)(6) 2015 to (B)(6) 2016 and triamcinolone since (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems: depression"), hidradenitis ("autoimmune disorder type of disorder: h.s"), pilonidal cyst ("rashes or skin conditions type: pilonidal disease"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced endometriosis ("severe endometriosis") and bladder mass ("mass on bladder"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, hidradenitis, pilonidal cyst, dysmenorrhoea, weight increased, alopecia, vulvovaginal pain, endometriosis and bladder mass outcome was unknown. The reporter considered alopecia, bladder mass, depression, dysmenorrhoea, endometriosis, hidradenitis, menorrhagia, pelvic pain, pilonidal cyst, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes. Most , if not all symptoms decreased. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2019: pfs received. Date of explant was added. This case became incident. Event injury to herself was updated to pelvic pain. Following events were added: abnormal bleeding (vaginal & menorrhagia), depression, hidradenitis suppurativa, pilonidal disease, dysmenorrhea (cramping), weight gain, hair loss, vaginal pain, severe endometriosis, mass on bladder and she did not underwent for essure confirmation test. Reporters information, concomitant, historical drug and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain: pelvic') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for essure confirmation test". The patient's medical history included vaginal discharge and pruritus. Previously administered products included for an unreported indication: vatrex from 2008 to 2010, yaz and norethridone. Concurrent conditions included back pain, bloating, genital bleeding, pap smear abnormal, herpes genital and fatigue. Concomitant products included dapsone (B)(6)2017 to (B)(6)2018, doxycycline since (B)(6)2015, ethinylestradiol;ferrous fumarate;norethisterone (generess fe) from (B)(6)2013 to (B)(6) 2013, ethinylestradiol;norethisterone acetate (loestrin) since 2006 to (B)(6)2013, fluoxetine hydrochloride (prozac), fluoxetine since (B)(6)2017, hydrocodone bitartrate;paracetamol (vicodin), mirtazapine (reflex) from (B)(6)2015 to (B)(6)2016, mupirocin since (B)(6)2015, oxycodone hydrochloride;paracetamol (percocet), spironolactone from (B)(6)2015 to (B)(6) 2016 and triamcinolone since (B)(6)2016. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems: depression/psych injury"), hidradenitis ("autoimmune disorder type of disorder: h.s"), pilonidal cyst ("rashes or skin conditions type: pilonidal disease"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced endometriosis ("severe endometriosis"), bladder mass ("mass on bladder"), allergy to metals ("nickel allergy"), abdominal pain ("pain: abdominal") and metrorrhagia ("metrorrhagia (bleeding between periods)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, hidradenitis, pilonidal cyst, dysmenorrhoea, weight increased, alopecia, vulvovaginal pain, endometriosis, bladder mass, allergy to metals, abdominal pain and metrorrhagia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, bladder mass, depression, dysmenorrhoea, endometriosis, hidradenitis, menorrhagia, metrorrhagia, pelvic pain, pilonidal cyst, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she had received treatment for following events" pain: dysmenorrhea (cramping),pelvic/abdominal, metrorrhagia (bleeding between periods), nickel allergy, psych injury". Most, if not all symptoms decreased. Current weight 148 lbs. Left side- 2 trailing coils.; right side- 4 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Pathology test - on (B)(6)2018: final diagnosis ¿ a. Uterus and cervix, total hysterectomy and bilateral salpingectomy: -fallopian tubes with essure coils. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record :vaginal hemorrahage, menorrhagia, hair loss, hidradenitis, pilonidal cysts, pelvic pain, endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received. Events¿ nickel allergy, pain: abdominal and metrorrhagia (bleeding between periods) were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.